Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided.. B3: date of event unknown / not provided. D4: lot number unknown / not provided . It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw was stripped and loosened. The doctor was able to remove the screw. The lab just wants a replacement screw. No further information was provided.